Event description:
A device was used during an esophagectomy. When the surgeon was trying to attach the anvil it would become loose. Another device was used to complete the case with no patient consequence.